Manufacturer narrative:
The device was returned and evaluated, and foreign debris were found protruding from the air/water nozzle. Additional findings include the following: the light cover glasses adhesive was worn, optical cover glass adhesive was worn, distal end adhesive was lifting, insertion tube bending section cover adhesive was lifting, insertion tube condition delamination evident, air channel volume blockage evident, water flow not to specification, water removal not to specification, water channel volume blockage evident, electrical safety test not to specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established for the foreign material. The material seemed to be a brown rubber substance; however, it was unknown what the foreign material may have been, and it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope channels 3 and 4 were blocked. The issue was found during maintenance, and the intended procedure was completed using the same device. There were no reports of patient harm.